Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
The cause of the low-speed advisory was identified to be dehydration. The patient was given intravenous (IV) fluids, and the alarm resolved.

Event description:
It was reported that log files were submitted for review. The periodic log contained an odd transient low speed advisory on (B)(6) 2025 at 6:27am. The actual speed at the time of the event was 4600 rotations per minute (rpm) with a flow reading of 0.1 lpm. The root cause of the low-speed advisory was unable to be determined. On (B)(6) 2025, the site sent log files post-ramp study. The log files captured low flow alarm events on 17dec2025. There did not appear to be any type of external mechanical circulatory support equipment issues causing the events. The patient experienced some dizziness due to hypovolemia. The cause of the low flow alarms was hypovolemia, and the patient was being evaluated daily and given intravenous fluid. The patient's vital signs and labs were mostly stable with intermittent low mean arterial pressures. In addition, their speed was decreased to 5100 rpm on (B)(6) 2025 per echocardiogram result. On (B)(6) 2025, additional log files sent for review captured 7 different occasions where there was an esd (electrostatic discharge) event causing the pump to reset on (B)(6) 2025. The pump was off for approximately 4 seconds during each reset. There were also 2 low flow estimates that were not sustained long enough to become low flow hazard events. From the initial esd event, the site reported that they removed all other equipment that was plugged to the electrical panel/strip and just devoted the panel to the left ventricular assist device alone. Aside from a specialty bed, television, and IV pumps in the room, the site did not foresee other equipment that could possibly cause these esd events, the site and technical services felt that this was likely due to a sand bed which is an air fluidized therapy (aft) bed.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed electrostatic discharge (esd) events, low flow alarms, and an abnormal low speed advisory; however, a specific cause for these events could not conclusively be determined. The controller event log files collectively contained events from 15dec2025 through 22dec2025, per the timestamps. The log file captured 5 low flow alarms from 15dec2025 to 17dec2025 in the setting of elevated pi, as well as numerous low flow fault flags that were not sustained long enough to activate a low flow alarm. Additionally, the log files captured 7 pump resets on 19dec2025 that appeared to be consistent with esd events. Each reset lasted less than 4 seconds and the brief low flow fault flags that followed the events were not sustained long enough to activate a low flow alarm. Review of the controller periodic log file captured a low speed advisory on 15dec2025 at 06:27:34. Of note, calculated pump flow was 0.1 liters per minute (lpm) during this timestamp but had recovered to baseline by the subsequent data capture at 06:37:34. No other notable alarms were captured, and the pump appeared to function as intended throughout the log file. It was reported that the cause of the low flow alarms was hypovolemia, and the patient was being evaluated daily and given intravenous fluid. The patient experienced some dizziness due to hypovolemia. The patient's vital signs and labs were mostly stable with intermittent low mean arterial pressures. In addition, their speed was decreased to 5100 rotations per minute (rpm) on 17dec2025 per echocardiogram result. Following the initial esd event, the site reported that they removed all other equipment that was plugged to the electrical panel/strip and just devoted the panel to the left ventricular assist device alone. Aside from a specialty bed, television, and IV pumps in the room, the site did not foresee other equipment that could possibly cause these esd events. It was thought that the esd events were likely due to a sand bed, which was an air fluidized therapy (aft) bed. The cause of the low-speed advisory was identified to be dehydration. The patient was given IV fluids, and the alarms resolved. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number mlp-053019. No further related events have been reported at this time. Incidental findings: a rotor_displacement lvad fault flag was captured during the low speed advisory on 15dec2026. The relevant sections of the device history records for mlp-053019 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. Section 1, "introduction," provides an explanation of each of the pump parameters, including pump flow and pump speed. Section 1 also lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also explains that heartmate 3 employs a feature called artificial pulse; although the clinician will set only a single speed, the rotor speed will periodically depart from this value (2000 revolutions per minute (rpm) above and 2000 rpm below the set speed) in order to contribute a flow disruption that in some ways mimics native cardiac contractility. Section 3 of the IFU, ¿powering the system¿, states that high levels of static electricity can damage or harm the system and cause the pump to stop. This section recommends that the patient use battery power when not sleeping or resting to reduce the risk of electrostatic discharge (esd) events. Section 6,"patient care and management¿, warns that static electricity can cause the left ventricular assist device (lvad) to stop and explains additional steps in how it can be avoided. This section also contains a sub-section entitled ¿electrostatic discharge¿ that lists ways to reduce static electricity. Section 7, "alarms and troubleshooting", describes all alarm conditions as well as the appropriate actions associated with them. Section 4, ¿heartmate touch¿ communication system¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 1 of the patient handbook, ¿introduction¿, warns the user to avoid touching older television or computer screens and to avoid activities that may induce string static discharges and to take actions to reduce the chance of esd, as strong electrical shocks can damage electrical parts of the system and cause the pump to perform improperly or stop. Section 4, "living with the heartmate 3", contains a section on "static electricity", in which the user is warned to avoid activities that may cause static electricity and to discharge any built up esd by touching a metal surface before handling lvas components. Section 5, "alarms and troubleshooting", outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard or pump off alarm, call your hospital contact immediately for diagnosis and instructions. The testing & classification tables in section 9 of this document include esd. The emergency contact list form included in the handbook also instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.